Event description:
Reportedly, the implant device cannot be interrogated. A device reset occurred and the eri is reached following a high decrease of the battery voltage. The device is explanted

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Analysis of the available patient files dated on (B)(6) 2024, revealed: oan abnormal battery depletion ono overconsumption. The expertise of the returned ICD didn't reveal over-consumption. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, the implant device cannot be interrogated. A device reset occurred and the eri is reached following a high decrease of the battery voltage. The device is explanted.

Event description:
Reportedly, the implant device cannot be interrogated. A device reset occurred and the eri is reached following a high decrease of the battery voltage. The device is explanted.

Manufacturer narrative:
Please refer to the attached report - analysis of the available patient files dated (B)(6) 2024 revealed: oan abnormal battery depletion ono overconsumption - the expertise of the returned ICD didn¿t reveal over-consumption. - the battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster).